Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR :10jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported the battery failure issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit needs the battery replaced. No patient or user harm was reported. Event date not specified, estimate used.